Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vent monitoring board, inspiratory flow control valve and the harness from the vent monitoring board to the flow sensors were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an over delivery of tidal volume. There was no report of patient involvement.